Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. From risk assessment completed for this products failure mode it can be concluded that the failure mode is documented in the applicable dfmea, and the occurrence rate is being investigated under CAPA-06103. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Related product model #: 42415. Related product serial #: no value found. Related product upn #: m001491561. Related product batch/lot: 0009671426. Related product family: starter. Material number: m001491561. Sterile lot number: no value found. Sold to account number: no value found. Returned product expected: no. Bsc product return date: no value found. Location description: no value found. Device/procedure outcome: original device used, procedure completed patient outcome: f19: surgical intervention. Event description: per cnf, it was reported that: after ablation, the patient developed cardiac tamponade shortly after returning to the hospital ward, and an open chest procedure is scheduled on thursday. Note: for any patient information field(s) left blank in the cnf - "asked but not available as per account" infected: no infection name: diagnosis or treatment: resolution: completed with this device where did event occur: inside the patient outcome: adverse event first time the unit was used: tested prior to use: used before expiry date: generator used ablation[?]catheter used other used event date: 2026-1-30. As reported device codes: 2099: no known device problem. As reported patient codes: 9042: cardiac tamponade.